Manufacturer narrative:
Intuitive surgical, inc. (Isi) received universal surgical manipulator (usm) 2 and failure analysis (fa) confirmed and replicated the reported issue. The unit was tested on an in-house system in normal mode which triggered no errors. Also, the unit passed all line testing. Upon further investigation of the carriage, the mirror had debris but the rotor mirror was clean.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, recoverable error occurred and could not be cleared. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and saw error 23068 pointing to the universal surgical manipulator (usm) 2. The customer had restarted the system with no change. The tse had the customer do a hard restart, but the issue persisted. The tse walked the customer through moving usm 2 out of the way for usm 1. The customer did that and continued with case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up. No errors occurred at startup. The tse was contacted for complete troubleshooting. The usm was disabled, and the procedure was robotically completed without usm 2.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding recoverable error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.